Manufacturer narrative:
A customer from the united states alleged discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was performed which did not identify any product problem. Additionally, no issues were identified during reagent investigation. The assessment indicates the possibility of a low titer influenza a sample. A review of the CT value for the alleged sample indicates that the sample was near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The sample initially generated a positive result for influenza a on a liat analyzer. Upon retest of the same sample on a different liat, all targets generated a negative result. The positive result was not released. No harm was alleged. An investigation was performed which did not identify any product problem. The assessment indicates the possibility of a low titer influenza a sample. A review of the CT value for the alleged sample indicates that the sample was near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.